Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was using an external neurostimulator (ens) for urinary dysfunction/sacral nerve stim. It was reported that in (B)(6) or (B)(6) 2023 they went to their doctor for their bladder and they recommended something like acupuncture in their ankle to treat their bladder. They used a device that works on their nerves and when there was 13 minutes left, the manufacturing representative (rep) left the room. They were told to use this every 12 weeks. They read a brochure and on the back it said "not intended to be used with a pacemaker". The rep came back in the room and the patient told the rep what they read and the rep said that they should have screened them, but forgot, that it was a mistake. The doctor took the device out 30 minutes later and they asked the doctor about it as well and the doctor told them that they don't think it would hurt anything because it was the first time. Shortly after, they had issues. They ran off the side of the road in their car on (B)(6) 2023 they are now walking with a walker, they were in the hospital for a week and in rehab for 9 days. They also said it looks like their pacemaker is sticking out more than their previous pacemakers.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that to clarify if the car accident was caused by the device, it was unknown. They didn't know if the device affected the pacemaker and it is unknown if the issue is resolved.